Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp5 console. The event occured in namur, belgium. A livanova field service engineer was dispatched onsite and replaced the defective bubble sensor with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a bubble sensor that did not work during usage of s5 hlm. There was no patient involvement.